Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 11.8-12.0cm from the connector pin, consistent with lead friction to the device can. The etfe coating was abraded at this location, consistent with the field observations of noise and inappropriate therapy.

Event description:
It was reported that the patient received inappropriate atp therapy due to noise. The noise was not reproducible in-clinic. Programming changes were made. Subsequently, the patient presented in the hospital after receiving a patient alert. Noise was observed and reproduced with pocket manipulation. The lead was replaced. An insulation breach was noted upon explant. Patient was doing well after the event.